Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the implant broke upon insertion. The implant was removed and a new bone hole was created to complete the procedure using a back up speedscrew implant. There were no significant delays or patient complications reported as a result of this event.